Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 2 samples was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Customer returned photos of 3/10cc syringes. Customer states that when removing the shield, the needle with the shied was separated from the hub. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA# 1630423 has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe while removing the shield. This occurred with 2 syringes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle with the shied was separated from the hub."